Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused bilateral basil cell carcinoma diagnosed (B)(6) 2020. The patient did report to receive medical intervention and saw a dermatologist, oncologist and had surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The manufacturer previously report this device sn (B)(6) on MDR 2518422-2021-02516. Additional information was received and an MDR 2518422-2022-63251 was filed. The MDR 2518422-2022-63251 was incorrectly filed and should have been filed as a follow up report to MDR 2518422-2021-02516. Please disregard MDR 2518422-2022-63251.